Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a tka on patient's left knee, the trial cutting guide was impacted and one of the slots of the 5mm posterior wedge broke. The surgeon did not use the wedge. Procedure was completed successfully with no delays and no adverse effects to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon guide was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: no medical records were made available for evaluation. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not available.

Event description:
It was reported that while performing a tka on patient's left knee, the trial cutting guide was impacted and one of the slots of the 5mm posterior wedge broke. The surgeon did not use the wedge. Procedure was completed successfully with no delays and no adverse effects to the patient.